Event description:
It was reported that during preparation for a percutaneous coronary intervention, shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected. As an unspecified guide wire was loaded into the lumen of the device, the shaft of the balloon catheter separated in the monorail exit port. The procedure was completed with another of the same device. No patient complications were reported and the patients condition was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).